Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 97mg/dl. A cartridge and syringe change was performed resolving the issue.